Event description:
It was reported that the microcatheter broke. A selective mc single bern 130cm truselect was selected for prostate artery embolization to treat benign prostatic hyperplasia. During removal, it was observed that the catheter broke. The original device was used to successfully complete the procedure prior to the break. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of truselect microcatheter in 2 pieces as the shaft is fractured. Visual examination revealed shaft fractured located approximately 21cm from the strain relief.